Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement, along with inability to capture the atrium and captured the ventricle. It was noted the left ventricular (lv) lead had a high pacing threshold with diaphragmatic stimulation. The ra lead was explanted and the lv was explanted and replaced. No further patient complications have been reported as a result of this event.